Event description:
It was reported that: "for arterial catheter, a kink of the white lumen near the red suture wings was noted blocking the catheter. Due to the issue a replacement was required of a new arterial catheter. Failure occurred several times. There was no patient injury or harm due to the reported issue, only the replacement of the catheter was required." Associated complaints 3006425876-2024-00656 and 3006425876-2024-00655.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and a finding was identified. Without the actual device returned for evaluation, it could not be confirmed if the finding was relevant to the failure addressed in this complaint. As the device was not returned, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported that: "for arterial catheter, a kink of the white lumen near the red suture wings was noted blocking the catheter. Due to the issue a replacement was required of a new arterial catheter. Failure occurred several times. There was no patient injury or harm due to the reported issue, only the replacement of the catheter was required." Associated complaints 3006425876-2024-00656 and 3006425876-2024-00655.